Manufacturer narrative:
H3: product analysis: part# 55840006545 lot# h5249415 visual and optical examination revealed that there were no signs of thread damage on the set screw. The threads appear to be used but there are no signs of cross threading. Functional evaluation of the returned implant with a sample bone screw confirmed the set screw was able to engage and thread into the head of the bone screw without issue. The bottom node of the set screw shows signs of off axis/ uneven wear from the seating of the rod. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding an event which occurred post an unknown l4-s1 spinal procedure in a patient diagnosed with lumbar stenosis. It was reported that the rod was broken post surgery. Patient had pain and pseudoarthrosis. The rod was explanted. There were no further complications reported regarding the event.